Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2019, the patient had a right total knee revision to address pain, discomfort, instability, due to trauma, swelling, and difficulty walking. The patient¿s past surgical history included right knee surgery x4. During this procedure the insert was revised. Depuy component tibial tray with the tip of the post approximately 8mm removed. The real poly was now inserted and the tip of the post of the polyethylene was removed, so it did not impinge in the box" (sticker page 352 of 374). Doi: unk, dor: (B)(6) 2019, affected side: right knee . This complaint was linked to (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided from medical record review indicates "before implantation, the surgeon cut approximately 8 mm off the tibial post in order to make it fit the existing tibial tray keel. There were no patient consequences or adverse events associated with the adulteration and off label use of the newly implanted tibial insert." At this time depuy synthes joint reconstruction considers the device on this report to be not reportable. Further updates will only be provided if additional information is received that changes the regulatory determination. H6

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.